Event description:
Caller reported a cartridge alarm 20 during pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.